Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported through the fred x pas clinical study, digital subtraction angiography (dsa) imaging on (B)(6) 2024 (5 months post procedure) showed ophthalmic artery occlusion, which was noted after the event when the imaging was done. Device relationship to the event indicated by site as ¿probable.¿ index procedure was performed on (B)(6) 2024 when the patient was treated for a left superior hypophyseal aneurysm embolization. No additional action was taken as the patient is asymptomatic.